Event description:
It was reported, the pt had lost weight and the ipg pocket site was painful. The sjm rep met with the pt and determined the charger was unable to locate the ipg. On (B)(6) 2012 the physician secured and sutured the ipg so that it would lie flat. F/u identified the issue was resolved with the surgical intervention.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.